Event description:
It was reported that the right ventricular lead impedance increased and was high; an alarm was triggered. The threshold also had a slight increase. It was later reported that there was noise on the lead and a possible fracture was noted to be in progress. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 12 ventricular fibrillation (vf) episodes less than or equal to 190 ms average v-cycle between (B)(4) 2012 09:46:23 and (B)(4) 2012 07:02:31. High resistance/impedance was also noted. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:03. The weekly and daily pace lead impedance trend data shows an increase for min and max rv pace equal to 568 to 1032 ohms peak between (B)(4) 2012.

Manufacturer narrative:
Product event summary: (B)(4) : the full lead was returned and analyzed; analysis revealed no anomalies. There was blood ingress on the overlay tubing of the insulation, blood (not obstructed) on the distal conductor and electrode, and there was apparent explant damage. A breached cut was on the overlay tubing and outer insulation, the svc coil was exposed due to being pulled/stretched/overstressed, and there was cosmetic environmental stress cracking of the overlay tubing.